Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that during routine battery replacement, the extension had a partial fracture. Prior to surgery, impedances were checked and indicated 2 contacts (0,1) that were oor (out of range). Patient also reported that she was aware of a ¿break¿ in the system. No contributing factors were reported. Upon review of previous operative note from 2006, it was noted that partial fracture was present then. The rep stated they are not using the affected contacts for programming and patient reports adequate stimulation. Therefore, per dr (B)(6), there is no plan to replace the extension unless the patient reports loss of therapy. No symptoms were reported.